Manufacturer narrative:
E1. Initial reporter phone number: (B)(6). H6: medical device problem code - appropriate term/code not available (3191): suspect positive bi, load not recalled. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by advanced sterilization products, or its employees that the report constitutes an admission that the product, advanced sterilization products, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A customer reported a suspected positive result with a sterrad velocity¿ biological indicator velocity¿ biological indicator (bi) after a completed sterrad® 100nx cycle. The load was released and used on patients before the bi result was verified. There was no report of infection, injury or harm to patients associated with this event. Although no harm or injury has been reported, and no prior incidents have resulted in serious adverse events, asp has decided to report all incidents of suspected positive sterrad velocity¿ bi when the involved load is released and used on patients prior to reprocessing.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the batch history record, trending of lot number, system risk analysis (sra), and retains analysis. ¿ the batch history record was reviewed, and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis by lot number was reviewed from bi manufacture date to complaint open date and trending was not exceeded. ¿ review of risk documentation shows the risk for exposure to biohazardous, pathogenic or infectious material to be "low." ¿ twenty-two retains bis were subject to functional evaluation. All twenty-two bis met specification. The assignable cause for the suspect positive bi could not be verified. The retains testing met specifications, and the batch history record review did not find any issues that would contribute to the suspected positive bi issue. Test specifications for product release were met. It was noted the customer attempted to retrieve the affected load for reprocessing; therefore, unintended user error in not following the established customer facility procedure may have contributed to the event. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).